Event description:
Related manufacturer reference 1627487-2022-00770. It was reported that during an ipg replacement on (B)(6) 2022, (related manufacturer reference 1627487-2022-00770), the lead was cut. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Additional information received identified that patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post operatively

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.